Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery.

Event description:
Clinicla study: the pt was admitted in 2004 with unstable angina. Cardiac catheterization revealed 80% stenosis in the proximal lad. The pt was enrolled in the arrive program. Target lesion 1 was identified in the prox left anterior descending (lad) with 80% stenosis and a 3.5mm reference vessel diameter. Target lesion 1(prox ald) was treated with cutting balloon angioplasty and placement of a taxus express2 8.8% 3.5 x 28 mm stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day on asa. The pt was readmitted the following month with left arm pain and possible anginal equivalent. Cardiac catheterization revealed: lmca - normal, ramus - normal, lad - widely patent stent, 35% proximal stenosis, 99% ostial stenosis in 1st diag ("jailed" following lad stent placement on 05/22/2004), lcx- 40% proximal stenosis, rca - 40% proxinmal stenosis, 30% mid stenosis, a 2.5 x 8 mm taxus stent was introduced into diag 1, but was unable to be advanced and was removed. Then a 3.0 x 9 mm driver stent was deployed in the ostial diag 1. Residual stenosis was 0%. A balloon was pulled back to the mid lad for kissing technique with diag 1. Residual stenosis was 0%. The pt was discharged on asa.